Manufacturer narrative:
Date of event is estimated. E1. Initial reported phone number (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's extension had high impedances. As a result, surgical intervention was undertaken to replace the extension to address the issue.